Event description:
On (B) (6), 2010, the lay-user/pt contacted lifescan (lfs) canada alleging a meter casing issue with a one touch ultramini meter. The pt indicated that the alleged issue started on an unspecified date/time 1.5 months prior to contacting lfs on (B) (6), 2010. The pt claimed that the device fell during a test and as a result, the casing broke. The pt also claimed that the meter would no longer work. Due to the alleged issue, the pt reportedly ate more at an unspecified time during the time of concern. Also, at an unk time during the time of concern, the pt was able to test her blood glucose on a neighbor's unidentified device and got a result of "29.0" mmol/l. As a result of the alleged issue, the pt claimed that she fell into a "diabetic coma" and was hospitalized. During the hospitalization, the pt claimed that she was treated with 16 units of "mph 20" insulin. The pt was unable to provide specific date/times as to the following: when the alleged issue began, when she started eating more, when the result of "29.0" mmol/l" was obtained, when she fell into a diabetic coma, and when she was hospitalized. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she fell into a diabetic coma, was hospitalized, and treated with insulin from a health care professional (hcp) as a result of the alleged issue.